Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump turned off and had insulin pump errors. Customer informed that before insulin pump errors, the insulin pump was worn in water. Customer was able to clear alarm and was able to complete rewind. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. On 04/11/2021 the customer alleged moisture damage, pump error 23 alarm, pump error 49 alarm, pump error 68 alarm, and pump error 75 alarm. Device passed active current measurement and displacement test, however failed the sleep current measurement due to high impedance and self test due to a pump error 23 alarm, pump error 49 alarm, pump error 68 alarm, and pump error 75 alarm. The test p-cap locks properly in place in the reservoir compartment noted. Thus was utilized and downloaded trace/history files properly. In further full review in the pump history, these alarms were found: pump error 23 alarm on 04/11/2022 at 18:36:15, 20:15:22, pump error 49 alarm on 04/11/2022 at 18:35:38, 18:36:02, pump error 68 alarm on 04/11/2022 at 18:35:38 pump error 75 alarm on 04/11/2022 at 19:11:57. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Device was cut open to perform visual inspection and found moisture damage on the pcba 1. Device received with pillowing keypad overlay, cracked case on corner of belt clip rails, and scratched case identified during the visual inspection. Customer allegation of moisture damage was confirmed on the pcba 1. Customer alleged for pump error 23 alarm, pump error 49 alarm, pump error 68 alarm, and pump error 75 alarm were confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.